Manufacturer narrative:
The returned cusa tip was examined and it was determined the tip was blocked with an unk substance. If the blockage occurred during the procedure the tip would overheat and cause the tip to break. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
A cusa microtip plus was involved in an incident and was described as follows: the surgeon was treating a craniopharyngioma (hard tumor), on a child while utilizing a cusa microtip plus (B)(4). The surgery was completed when the tip broke. There was no injury or delay in surgery as a result of this incident.